Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm while attempting a bolus. The customer also reported a no delivery alarm. The customer declined to troubleshoot for the no delivery alarm. Customer's blood glucose was 311 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.